Event description:
It was reported by the customer that upon flushing the IV the nurse and anesthesia provider witnessed the plastic catheter completely separate from the blue hub at the IV catheter base. This resulted in the plastic catheter being retained in the patient's arm. The patient was treated at the hospital for retrieval.